Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information from the customer will be included in a follow up report. (B)(4). Per service record, third party service technician was able to confirm turbine not working properly. Upon visual inspection, the service technician noticed dust and some built up sticky substance that migrated into the unit causing the turbine to lock up and fail. The service technician replaced turbine. The device has not been received by carefusion.

Event description:
The customer reported that model lap top ventilator 950 turbine was not working properly. Upon further investigation, the customer stated no patient involvement or allegation of patient harm as it was stored as a back up ventilator.